Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was trying to create the pre-peritoneal space during a laparoscopic totally extraperitoneal hernioplasty, the balloon did not inflate. They opened a new device to complete the case. There was no patient injury.